Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description of event: the syringes leak from the plunger during water withdrawal was the device used: yes consequence?: no consequence. Per customer response on 16sep2025: the device was not in use on the patient but was in the hands of the healthcare worker in the cleanroom for the preparation of therapies. At the time of the accident, there was reconstitution water inside the syringe, so there was no damage to the operator, which we could not say if we had directly taken an antiblastic drug that was already liquid. At the moment we have two used samples available for collection

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: it was reported that the syringes leaked when withdrawing water. Two samples were provided to our quality team for evaluation. The products were thoroughly inspected, and no evidence of leakage was identified. There was no visible damage to the syringes or any components that could contribute to a leak, and the stopper was verified to be properly assembled on the plunger. A device history review was performed for reported lot 2406080, no deviations or non-conformances related to the reported incident were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Results were reviewed and verified product met required specification. Leakage testing was performed on the returned syringes, the product was verified to meet required specification and no leakages were observed. Six retained samples were used for additional evaluation. Visual inspection revealed no damage to the cylinders or any related abnormalities. Leak testing was performed on all samples, and results confirmed compliance with established specifications. Based on our investigation and sample evaluation, we are not able to identify a root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.